Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) lead exhibited noise and a high number of short v-v intervals over the past approximately three months. The device was also noted to have a high number of short v-v intervals, grommet/set screw and sensing problem. The leads and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.